Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent a posterior spinal fusion, l4 to s1, posterior spinal instrumentation, legacy system, l4 to s1, local bone graft with irhbmp-2/acs. During the surgery, two rods were contoured, locked into place. One crosslink was assembled. The infuse and autograft as well as crm was morselized and was placed in the posterolateral gutters and the facets after decortication. Sometime postop, the patient reportedly developed complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation. It was reported that the patient suffered physical and mental pain and emotional/mental damage.